Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or functionality. The product was replaced and released for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg and percutaneous lead, on (B)(6) 2009. It was reported that the patient had fallen and subsequently lost stimulation. An impedance check exhibited invalid measurements on all lead contacts. An x-ray showed that the lead was fractured. It was reported that the physician plans to explant and replace the patient's system. The procedure date is currently undetermined; no further information is available at this time.